Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an urgent low soon alert with blood glucose near 70 mg/dl after dinner and treated with oral glucose tablets, with subsequent improvement, and the cause of the low was unknown. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.